Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# , serial# , unknown, implanted: explanted: , product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by the physician. It was reported the patient had fully recovered. It was reported that the primary drug was changed from dilaudid to fentanyl but the baclofen concentration was kept the same. The baclofen concentration should have been reduced along with the changed. It was reported there was no error or malfunction with the tablet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain. The pump administered fentanyl with concentration 15 mcg/ml at a dose rate of 25 mcg/day and compounded baclofen with concentration 1800 mcg/ml at a dose rate of 2998.9 mcg/day. It was reported that the patient experienced overdose symptoms. The patient was in the intensive care unit (ICU) on a ventilator. The pump was turned down to a minimum rate and the patient was currently in the ICU unresponsive and intubated. As per the logs provided, the pump administered the following as of (B)(6) 2020: fentanyl with concentration 15 mcg/ml at a dose rate of 0.092 mcg/day and compounded baclofen with concentration 1800 mcg/ml at a dose rate of 11.1 mcg/day. Diagnostic tests/troubleshooting performed was unknown. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there was a recent pump refill and medication change / medication combination was changed. They had switched from dilaudid as the primary drug to fentanyl and the baclofen concentration was not adjusted accordingly. No surgical intervention occurred or was planned. The issue was not resolved as of (B)(6) 2020. The patient was with injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.